Event description:
(B)(4). Event occurred in the united states. The patient reported that set would not reconnect at the quick release and also a set that came off her body while she was sleeping. The site location was right side belly and the pump was worn on belt on the same side of her waist. Once, she disconnected to take shower and there was no issues until she attempted to reconnect as she was unable to reconnect. Another time when the detachment occurred while sleeping, her blood glucose level was 536 mg/dl which was treated using pump. Reportedly, when she woke up the adhesives were not sticking to her and the set pulled out. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The infusion had been in use might be one day. Also, there was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. The location of detachment was at quick release. No further information available.